Manufacturer narrative:
(B)(4). Date of follow-up report : 06/01/2015. Visual inspection found the knife was unable to retract fully. The knife cut was tested on a silicone test strip with unacceptable results. The blade was inspected under magnification and damage to the leading edge of the blade was found. The damage is consistent with the user inadvertently cutting on a hard object. In addition, tissue was impacted in the webbing, which prevented the knife from retracting completely. The IFU states: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. The device was activated multiple times on simulated tissue with acceptable results. The investigation found the device to activate normally and no regrasp alarms were heard.

Event description:
The customer reported that the regrasp alarm sounded during a low anterior resection while the device was placed on the instrument tray. There was no patient injury. The device was returned and visual inspection discovered that the knife blade was protruding from the hinge of the jaw.

Manufacturer narrative:
(B)(4).